Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
During annual preventive maintenance, the customer discovered that the navigation ring was not functioning correctly. There was no patient involvement.

Manufacturer narrative:
G4: 24may2020. B4: 29may2020. Additional information was received that the touchscreen was functioning as intended at the time of the reported failure and no erratic settings or parameters were being accepted on their own without the user's input. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.